Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of 383mg/dl with abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the alarm history indicated that the pump emitted a replace battery alarm which led to the power less. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.